Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) screen is flickering in and out. There was no patient involvement reported.

Manufacturer narrative:
Suspect device originally distributed as cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. A getinge field service engineer (fse) spoke with biomed rachael justice via phone. The biomed turned unit on and was not able to reproduce the flickering screen. The unit was returned to service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) screen is flickering in and out. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.